Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 1991. The month of manufacture was unavailable at time of MDR filing. The ge healthcare service depot performed a checkout of the unit and confirmed the reported complaint. Ge healthcare has recommended to the hospital to replace the exhalation valve.

Event description:
The hospital reported that the ventilator was not functioning as expected. The hospital brought the unit to the ge healthcare service depot for repair. There was no report of patient involvement.